Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the left column of buttons were not working. The service history record (shr) review was completed and revealed no findings that could have directly contributed to the current complaint. The reported condition was verified. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump left column of buttons were not working during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.